Event description:
It was reported that the patient's pump and catheter were explanted months ago because, there was an infection. The pump was not returned because, it was sent to pathology at his hospital. It was noted "the recent pump implant was all new products".

Event description:
It was reported that the date of onset of infection was (B)(6) 2011. The patient experienced fever, redness, swelling, pain. It was noted no drug withdrawal. The primary location of the infection was the device pocket. It was unknown if a culture was obtained. It was noted that I/d was involved. Treatment for the infection was indicated as IV antibiotics, oral antibiotics and partial device system explant. The infection resolved after explantation. A new pump and catheter were implanted on (B)(6) 2012. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8703 lot# j94137459 implanted:1994-(B)(6) explanted:unk catheter distal segment model#8598a lot# (B)(4) implanted: 2009-(B)(6). (B)(4).